Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. During the procedure, the thread came out from the end of the needle while loading it into a needle holder. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The suture was examined for visual inspection defects and the end is severely cut (damaged), resulting in needle pull off. The assignable cause for this complaint is a clip off defect, which is a manufacturing defect.